Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes were breaking or exploding while being stored. No serious injury or medical intervention was reported. "Material no: 367925 batch no: 8156799. It was reported that the tubes were possibly breaking or exploding while being stored. Servicemax verbatim states, "it was reported the tubes were possibly breaking or exploding while being stored. Customer is inquiring if/how this could happen." Customer stated in response to info request, "hello! Thank you for your assistance yesterday however I did not have a complaint. I had a question about the product that we use for our proficiency tests. One of our customers accidentally stored some blood filled tubes in the freezer (kept at -14.50 oc) for about 5 days. There were 4 tubes and they were still in the styrofoam packaging and box. The box had been thawed but it had not been opened yet and the customer wanted to know what the likelihood of the tubes ¿exploding¿ upon opening would be. Based on the conversation with technical service I informed the customer that they could break and she should proceed with caution when opening the samples. I do not have more information than that at this time. I hope that helps with your investigation and you can consider this matter resolved."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has followed up with the customer and provided recommended guidelines related to storage conditions. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA/510k: PMA/510(k)#: k945952, k901449. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes were breaking or exploding while being stored. No serious injury or medical intervention was reported. Verbatim: "material no: 367925 batch no: 8156799. It was reported that the tubes were possibly breaking or exploding while being stored. Servicemax verbatim states, "it was reported the tubes were possibly breaking or exploding while being stored. Customer is inquiring if/how this could happen. Customer stated in response to info request, "hello! Thank you for your assistance yesterday; however, I did not have a complaint. I had a question about the product that we use for our proficiency tests. One of our customers accidentally stored some blood filled tubes in the freezer (kept at -14.50 oc) for about 5 days. There were 4 tubes and they were still in the styrofoam packaging and box. The box had been thawed but it had not been opened yet and the customer wanted to know what the likelihood of the tubes ¿exploding¿ upon opening would be. Based on the conversation with technical service I informed the customer that they could break and she should proceed with caution when opening the samples. I do not have more information than that at this time. I hope that helps with your investigation and you can consider this matter resolved."